Event description:
Major pump unit(s) involved: external control system failureadditional text: pt with low speed alarmsspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknown, pt having low speed alarms with no malfunction noted with further testingcausative or contributing factor: no specific contributing cause identifieother cause:intervention(s): noneother intervention :type: lvad

Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, when the doctor tried to use the device, it stopped. A second device was used to continue the procedure.

Manufacturer narrative:
Date sent to the FDA: 09/08/2009. Device evaluation: two devices were returned for evaluation. It is unknown which is the actual device involved in the event. The evaluation of both devices found that the pillow passed the pressure decay test and worked when activated. Damage to the outer gasket (silicone) seal was observed. When the returned trigger alone was attached to the motor drive unit and activated, the devices operated as intended. When the returned main housing was attached to that trigger and activated, the devices continued to operate as intended. At no time during the evaluation did the devices stop operating as intended.

Manufacturer narrative:
Blade seized/stopped - not labeled conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00855. The same patient is represented in each medwatch.